Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/device that had been placed on the left had perforated the left cornual region subserosal on the uterus') and embedded device ('left implant embedded in endometrium') in an adult female patient who had essure (batch no. 904764- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 1994, cesarean section on (B)(6) 1994 and cesarean section. Previously administered products included for an unreported indication: patient had a history of an iud. Concurrent conditions included hypercholesterolemia since (B)(6) 2018, migraine, cyst ovary, ovarian cyst drainage, intrauterine synechiae, tissue calcification nos and adenomyosis. Concomitant products included eletriptan hydrobromide (relpax) for migraine as well as botulinum toxin type a (botox), eletriptan hydrobromide (eletriptan hbr), pitavastatin calcium (livalo) and pravastatin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the uterine perforation, embedded device and pelvic pain outcome was unknown. The reporter considered embedded device, pelvic pain and uterine perforation to be related to essure. The reporter commented: the left tubal ostia was cannulated with the essure device deployed without problems, leaving 3-4 coils within the cavity. The right tubal ostia could not be located and it appeared occluded. After the synechiae were gently teased away, there was no obvious tubal ostium and no normal tubal ostium could he visualized despite multiple attempts to locate it. It appears that that tubal ostia was closed. Therefore, only 1 device was placed in the left tube and there was none able to be placed on the right. The patient was here for a second time for permanent sterilization both tubes were fulgurated ,laparoscopic bilateral tubal fulguration, left ovarian cystotomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: there is satisfactory placement of the left essure micro insert and satisfactory occlusion of the left fallopian tubes. Patent right fallopian tube: generalized mild contour irregularity of the uterine cavity which may represent adenomyosis in this patient. Concerning the injuries reported in this case, the following one were reported via medical record : embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ppc code added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/device that had been placed on the left had perforated the left cornual region subserosal on the uterus') and embedded device ('left implant embedded in endometrium') in an adult female patient who had essure (batch no. 904764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 1994, cesarean section on (B)(6) 1994 and cesarean section. Previously administered products included for an unreported indication: patient had a history of an iud. Concurrent conditions included hypercholesterolemia since (B)(6) 2018, migraine, cyst ovary, ovarian cyst drainage, intrauterine synechiae, tissue calcification nos and adenomyosis. Concomitant products included eletriptan hydrobromide (relpax) for migraine as well as botulinum toxin type a (botox), eletriptan hydrobromide (eletriptan hbr), pitavastatin calcium (livalo) and pravastatin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the uterine perforation, embedded device and pelvic pain outcome was unknown. The reporter considered embedded device, pelvic pain and uterine perforation to be related to essure. The reporter commented: the left tubal ostia was cannulated with the essure device deployed without problems, leaving 3-4 coils within the cavity. The right tubal ostia could not be located and it appeared occluded. After the synechiae were gently teased away, there was no obvious tubal ostium and no normal tubal ostium could he visualized despite multiple attempts to locate it. It appears that tubal ostia was closed. Therefore, only 1 device was placed in the left tube and there was none able to be placed on the right. The patient was here for a second time for permanent sterilization both tubes were fulgurated, laparoscopic bilateral tubal fulguration, left ovarian cystotomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: there is satisfactory placement of the left essure micro insert and satisfactory occlusion of the left fallopian tubes. Patent right fallopian tube: generalized mild contour irregularity of the uterine cavity which may represent adenomyosis in this patient. Concerning the injuries reported in this case, the following one were reported via medical record: embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/device that had been placed on the left had perforated the left cornual region subserosal on the uterus') and embedded device ('left implant embedded in endometrium') in an adult female patient who had essure (batch no. 904764- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6)1994, cesarean section on (B)(6)1994 and cesarean section. Previously administered products included for an unreported indication: patient had a history of an iud. Concurrent conditions included hypercholesterolemia since (B)(6)2018, migraine, cyst ovary, ovarian cyst drainage, intrauterine synechiae, tissue calcification nos and adenomyosis. Concomitant products included eletriptan hydrobromide (relpax) for migraine as well as botulinum toxin type a (botox), eletriptan hydrobromide (eletriptan hbr), pitavastatin calcium (livalo) and pravastatin. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the uterine perforation, embedded device and pelvic pain outcome was unknown. The reporter considered embedded device, pelvic pain and uterine perforation to be related to essure. The reporter commented: the left tubal ostia was cannulated with the essure device deployed without problems, leaving 3-4 coils within the cavity. The right tubal ostia could not be located and it appeared occluded. After the synechiae were gently teased away, there was no obvious tubal ostium and no normal tubal ostium could he visualized despite multiple attempts to locate it. It appears that tubal ostia was closed. Therefore, only 1 device was placed in the left tube and there was none able to be placed on the right. The patient was here for a second time for permanent sterilization both tubes were fulgurated ,laparoscopic bilateral tubal fulguration, left ovarian cystotomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: there is satisfactory placement of the left essure micro insert and satisfactory occlusion of the left fallopian tubes. Patent right fallopian tube: generalized mild contour irregularity of the uterine cavity which may represent adenomyosis in this patient.. Concerning the injuries reported in this case, the following one were reported via medical record : embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.